Event description:
It was observed that during the device evaluation, the duedenoscope had glue peeling from the light guide lens, additionally, the light guide lens was chipped. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.